Event description:
On august 1, 2006 the lay user/patient contacted life scan (lfs) alleging the one touch basic enhanced meter was giving inaccurately low readings. In 2006, the medical affairs specialist (mas) spoke with the pt to obtain and verify information. The mas also reviewed the recorded telephone call. One month prior, at 5:00 pm the pt obtained a blood glucose reading of 187 mg/dl on the reported meter. At that time, the pt was experiencing symptoms of weakness, nausea, dizziness and irritability. The pt did not take any medications or treat himself due to the symptoms. Due to the nausea and vomiting, the pt had not eaten any food or taken his normal medications that day. A friend took the pt to the emergency room, where his blood glucose level was tested to be 350 mg/dl or 400 m/dl, and he was treated intravenously with insulin. The pt was admitted to the hospital with a diagnosis of diabetic ketoacidosis. For a few months, the pt had obtained fasting blood glucose readings on the reported meter between 150 mg/dl and 180 mg/dl. He claims these readings did not match his hyperglycemic symptoms. He tested his blood level once per day, fasting in the mornings. The pt takes lantus insulin 15 units at night, 70/30 insulin 45 units in the morning and 25 units at night, nph insulin 10 units in the morning and 5 units at night and regular insulin on a sliding scale based on meter readings. The pt also takes the oral diabetes medications glyburide 10 mg twice per day and avandia 4 mg twice per day. On the event date, the pt's hgb a1c result was 11%. The pt also has liver problems, and has been hospitalized twice in the past month. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call that the pt was incorrectly cleaning the puncture site prior to performing the fingerstick, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The pt obtained meter readings which were lower than the readings obtained in the hospital where he was treated for the diabetic ketoacidosis. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.